Event description:
No pressure signal. No problem of deflation but missing of pressure registration. Patient died on (B)(6) 2012 but not related to event.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. Two kinks were found, one on the inner lumen approximately 17.5cm from the iab tip and the other on the catheter tubing near the y-fitting approximately 74.4cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 16.8cm from the iab tip. Conclusion: a broken optical fiber will cause loss of sensor function and will effect monitoring the arterial pressure through the device. This type of failure can be caused by kinks in the catheter, mishandling of the iab or patient movement during the procedure. When this type of problem occurs with the sensor, the instructions for use indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. A review of the device history does not indicate any lot specific issues. (B)(4).